Event description:
A broken unisyn hip system neck component was reported. It was reported that the patient attempted to squat down to sit on a low object and felt the implant snap. Surgical revision was required to remove the broken components and replace with a new prosthesis. Due to broken neck component, the threaded portion of the stem component was also broken.